Event description:
It was reported by the patient that she experienced irritation and redness in her right eye during contact lens use. The patient was examined by her ophthalmologist who diagnosed her condition as corneal ulcer. The patient was treated for one week with two collyriums and a tampon. The patient's symptoms improved and the ophthalmologist recommended discontinuation of the contact lenses. On (B)(6), 2010, the patient inserted the contact lenses and her symptoms returned. Attempts to obtain follow-up information have been unsuccessful.

Manufacturer narrative:
(B)(4).